Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that their oral-b dual brush heads on the bottom stayed in their mouth. No injury was reported.